Event description:
It was reported that the videoscope exhibited an e216 scope communication error. The issue occurred approximately 2.5 hours into a therapeutic, laparoscopic colorectal resection procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. The customer reported that when the e216 error occurred, there was no noise. They pressed the "escape" button and a message appeared requesting that the user obtain the white balance. When the "escape" button was pressed again, the error message disappeared allowing the user to proceed. When facility personnel later check the device, the error could not be reproduced. The customer noted there was dirt inside the overlay transport virtualization (otv) connector which was cleaned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's e216 (scope communication error) and e931/e843 (white balance adjustment fail) were not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presume that the stain adhered to the electrical contact caused a communication error between the scope and the olympus tv, causing secondarily the suggested event. The event can be detected/prevented by following the instructions for use: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.